Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 25 mg/dl. The customer was treated for the low blood glucose with food and glucagon. The customer stated that she had 2 server lows over the weekend. Customer's blood glucose on first low 25 mg/dl and for the second low 45 mg/dl. The doctor just reviewed the settings today and they lowered the settings due to the lows. Customer reports the time was an hour off they changed it. Reviewed pump programming with the customer who reports programming is inaccurate. The customer over bloused insulin. Explained impact of incorrect programming on blood glucose. The customer was advised to contact her health care provider regarding low blood glucose.